Manufacturer narrative:
Method: materials and chemistry evaluation. Odor/smell was not confirmed. It was a haze/mist/vapor issue. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to haze/mist/vapor to be ""low."" No parts were returned for functional analysis. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 11/30/2015.

Event description:
A customer reported an event of "smoke" (haze/mist/vapor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and vacate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00603 and 2084725-2015-00604.